Event description:
(Drug/diluent: 5fu 18000mg in 1700mg nacl). (Fill volume: 125ml and flow rate: 5ml/hr). Fast flow. Infused 2-6 hours shorter than expected. Should have infused in 25 hours. No adverse event occurred. Date of event: (B)(6) 2011. Per dfu: nominal flow rate: 5ml/hr; nominal fill volume: 125ml; and maximum fill volume: 125ml. The infusion rate is 25 hours when filled to the nominal volume and flow rate.

Manufacturer narrative:
A device history record was conducted, and all mfg operations were found to be within spec. Results: device was received for eval and investigation, and testing is currently being performed. Conclusion: a follow-up report will be filed when investigation has been completed. Additional model # lt 125-24.